Event description:
I ordered ava fertility tracker from the company website. The device is intended to be worn on the wrist overnight to collect biometric data for at least for hours a night in order to predict ovulation and fertility window for conception. My device malfunctioned from the start and didn't hold a charge for longer than about 1.5 hrs overnight, resulting in "insufficient data" message. I contacted customer service and was given troubleshooting instructions. I followed them but the device still didn't work. I responded to customer service as directed but received no reply. I filled a new inquiry several days later and was once again ignored. In summary, the device didn't work at all, collected no data, and the company ignored my requests for help. Fcc ID: (B)(4). Ic: (B)(4).